Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the dystonia patient ¿had to keep switching her implantable neurostimulator (ins) device back on.¿ the patient noted she would become aware that the device had switched off due to a return of her myoclonic jerks that were associated with her dystonia. The patient noted the issue had occurred ¿three or four times¿ and that she ¿wondered if it could be caused by the security gates in her school library.¿ the patient was reportedly ¿receiving therapy when the ins was switched on¿ and was ¿recharging without a problem every couple of days.¿ impedance testing was performed and found all impedances ¿were within range.¿ the patient¿s ins remained in service at the time of report and the patient was asked to monitor the situation. There were no surgical interventions performed and it was unknown if any were planned; the patient was alive with no injury at the time of report. The patient met with their hcp again at a later date for additional training regarding recharging frequency, as the hcp ¿suspected that the patient was not recharging frequently enough.¿ it was noted that ¿no further switch offs had been reported by the patient¿ at that time. Additional information was requested; a supplemental report will be filed if additional information is received.